Event description:
It was stated that the customer has hospitalized for high blood glucose. No blood glucose readings were reported. While in the hospital, it was stated that the customer was put on an insulin drip. The customer was then connected to the insulin pump and the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.